Event description:
During a remote follow up, r wave amplitude variation was noted on the right ventricular (rv) lead. Technical support was contacted and noted low pacing impedance. Technical support recommended diagnostic imaging and provocative testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were noted. No further intervention has been performed. The patient was stable.